Event description:
It was reported that during procedure, before used on the patient, noted there are foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # unk. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? The packaging unsealed. Was sterility compromised as a result of the packaging damage? Yes. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9de1p, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage. In addition, the tyvek was returned along with the device. Upon visual inspection from the tyvek, no damage was observed related to integrity. In addition, the seal area was noted completed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the tyvek. A manufacturing record evaluation was performed for the finished device lot number a9de1p, and no non-conformances were identified.